Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a balloon-occluded retrograde transvenous obliteration (brto) procedure, for the treatment of gastric varices, the diagnostic catheter tip detached. No medical or surgical intervention was necessary for removal of the detached tip. The tip remained on the guidewire and was removed together from the patient. No additional consequences to report.